Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt pain around the pocket and attributed it to the leads. The patient also stated that "I feel electric shocks that bring me to my knees" . The leads and device are still in use. No further patient complications have been reported as a result of this event.